Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device restarts when battery b is removed and battery a is fully charged. It was also reported the device restarted when the power supply is removed and the battery is still installed. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.